Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had allergies due to the lead. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had the devices explanted due to staph infection (staphylococcus aureus). Symptoms of fever and redness at the insertion site were noted. The patient was prescribed IV antibiotics and was doing well. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 20123479 description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had allergies due to the lead. The patient underwent an explant procedure.